Manufacturer narrative:
The t:slim g4 user guide states, "check the luer lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock became loose when the customer removed the pump from their pocket. There was no impact to the customer's blood glucose level. Customer changed the infusion set tubing and indicated they would resume insulin delivery.